Event description:
It was reported that the patient experienced pain at the pocket site. The patient underwent a pocket repositioning procedure. The patient was doing well postoperatively. The device remains in implanted and in service.